Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had a front response button that was inoperative. It would not respond when pressed. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the faulty response button. The pt received a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that the device will not start up. The response buttons would not work. A lifecor pt service rep (psr) went and exchanged the pt's monitor.